Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the clip becoming caught in the anatomy (entrapment of device) appears to be related to user technique/procedural circumstances and patient conditions. The difficult or delayed positioning associated with the anatomy appears to be related to patient morphology/pathology. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. The steerable guide catheter referenced in b5 is filed under a separate medwatch report number.na.

Event description:
This is filed for entrapment of the device requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2022, to treat degenerative mitral regurgitation (mr) with a grade of 4. The transseptal puncture was suboptimal. One mitraclip was implanted successfully. A second clip was advanced and attempted to be placed at a2p2 lateral to the first clip. While adjusting the clip under the valve by 10 degrees, the clip became caught in the chords. The clip was unable to be unstuck and a grasp was attempted. The leaflet became stuck behind the gripper. Minor adjustments were made and the grippers were cycled to become unstuck. An attempt was made to move back to the left atrium (la). However, due to the limited height of the transseptal puncture there was difficulty getting back to the la even with under straddling. It was suspected the clip was stuck in the chords due to lost height. A good grasp was obtained and the clip was deployed. Two clips total were implanted reducing the mr to 1. When the steerable guide catheter was pulled across the septum it was noted that the septum was torn there was a large atrial septal defect (asd). The flow was left to right so the asd was left untreated. There was no clinically significant delay in the procedure. No additional information was provided.